Event description:
During a coronary stenting procedure, the shaft of a 2.75x18mm cypher stent fractured without separating while it was being advanced. The fracture occurred just proximal to the rapid exchange port. Per reporter, the fracture probably occurred probably from the operator pushing too hard. Vessel and lesion characteristics were unknown. The procedure was successfully completed with another cypher stent. There was no patient injury.